Event description:
It was reported that the programmer screen indicated that six shocks were delivered and six failed, but it also says "data invalid". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. No anomalies found during review of performance data from the device.